Manufacturer narrative:
The recipient was reportedly reimplanted on the contralateral side with an advanced bionics cochlear device.

Event description:
The recipient is reportedly experiencing limited sound perception and facial nerve stimulation. Programming adjustments were made, however, the issue is not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
(B)(4). The recipient is reportedly doing well. The external visual inspection revealed the electrode was cut prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented some of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.